Event description:
Patient was a young athletic male. He had surgery to reconstruct a ruptured acl. Pain after the surgery which didn't go. Therefore, the surgeon decided to reoperate as infected/inflamed and the problem went.

Manufacturer narrative:
The complaint device has not been returned and no further information has been provided till date that would help in the investigation. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the complaint history, it seems that this failure is an anomaly and an isolated incident. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Patient was a young athletic male. He had surgery to reconstruct a ruptured acl. Pain after the surgery which didn't go. Therefore the surgeon decided to reoperate as infected/inflamed and the problem went.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.